Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal morphine (concentration 54mg/ml; dose 26.471mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 the patient was in the hospital on intravenous (IV) pain medication. The managing physician contacted the representative who interrogated the pump and noted a motor stall occurred (B)(6) 2015 at 1:37am. The patient experienced withdrawal symptoms following the motor stall and reported feeling "ill" and they "passed out." The pump was placed at minimum rate and the patient was scheduled for pump replacement on (B)(6) 2015. The cause of the motor stall was unknown. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.